Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as product is entering the evaluation system.

Event description:
Patient status post posterior fusion, l5 - s1 and returned to surgeon complaining of pain. An x-ray showed pseudoarthrosis and the hardware appeared loose. Surgeon removed the loose hardware and revised the patient, adding an atb plate and spacer as well as changing to two (2) new rods, four (4) new heads and four (4) new locking caps. Surgeon noted the screws were anchored well. This is six of eight reports for this event.